Event description:
International customer reported that the needle broke at the swage during closure of the vaginal wall following normal delivery. The patient was taken to surgery for excision of the retained fragment.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.